Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform a failure analysis investigation. The endoscope was analyzed and found to have the camera optical component damaged, with a camera module issue detected. The camera module exhibited a front (negative) lens detached. There was rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed dislodged desiccant balls inside the backend housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through the friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Laser marking on housing damage/markings on the housing was also noted. The image issue is typically attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components.

Event description:
It was reported that during a planned da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) after docking due to the left eye on a 0-degree endoscope being blurry. The customer tried to troubleshoot by replacing the endoscope, but the image was still blurred. The tse had the customer power cycle and hard cycle the vision side cart (vsc) but the image was still not coming up normally. The tse had the customer verify the image was bad on the vsc as well as on the surgeon side cart (ssc). The surgeon opted to cancel the case. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was fine. There were no complications or patient injury post-anesthesia. They just had to wake up the patient as there was no scope to use.

Manufacturer narrative:
Based on the claim against the product by the customer noting a scope left eye blur, an investigation is in progress to determine the cause of this reported event. Isi has requested for return of the 0-degree endoscope for failure analysis evaluation. However, as of the date of this report, the endoscope has not been received. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.